Manufacturer narrative:
Investigation summary: a complaint of the tubing being stuck together and difficult to attach to the pump was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing had separated at the top of the pumping segment. When getting a closer look it was observed that the silicone was pinched together. The tubing was stuck to each other, but it was able to be removed. The tubing was still kinked after separating. No ring retainer was observed and no damage was observed. A device history record review for model 2426-0500 lot number 21033424 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an incorrect alignment when attaching the tubing to the upper fitment. The tubing got clamped to the ring retainer, causing the pinch. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris" pump module smartsite" infusion set tubing had a defect/cut on it that didn't allow it to properly attach to the connector. The following information was provided by the initial reporter: "the alaris pump tubing had a defect near the portion of tubing that runs through the channel - the tubing appeared to be cut or sealed in a way that didn't allow it to attach properly to the connector."